Event description:
According to the reporter, the patient underwent a colectomy procedure on (B)(6) 2024. The patient had an eventration on the scar, which was operated on again on (B)(6) 2024 and fitted with a polypropylene prosthesis. Recurrence of eventration and intervention with the insertion of a second polypropylene prosthesis was done on (B)(6) 2025. Since that day, the patient¿s life has been impacted: 24 hours a day, the patient was experiencing burning sensations, stabbing, fatigue, and exhausting pain. The patient was unable to walk, and prolonged standing was impossible. The patient just had a computed tomography scan, which announced a new recurrence of disembowelment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.